Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited loss of capture and failed to sense. The lead was not used and replaced during the procedure. The patient was stable.